Event description:
User facility reported, the device was not cutting evenly. Padgett blades were not setting. User facility was contacted, but no additional information was available at this moment.

Manufacturer narrative:
Manufacturing date for model b dermatome was november 19, 2002. The width clip inspection showed that it is within specification, but there was no guard with the unit. The visual inspection showed that the male plug is cracked and there is no 12 vdc cord tag. The oscillating pin is damaged; eccentric screws are grooved and the gauge bar is nicked. Calibration inspection: eccentric cap and bushing are within calibration at -0.002 on each. The eccentric screws are grooved and even. The oscillating pin is damaged but within tolerance. The knob tension is light at 16in/oz of torque. The unit was powered up with in-house power supply and functioned.